Manufacturer narrative:
Additional information was provided in medwatch form (B)(4), which stated that the devices in question was frequently breaking, requiring new set-up and replacement during infusions. The lot number/product code for this device was not provided. Quest launched an investigation into this complaint. During the investigation, production records were reviewed for all lots of devices that were provided to (B)(6). Review of these records revealed no apparent production deficiencies related to weak bond strength or breakage. In addition to production record review, quest also performed failure analysis on complaint sample product codes that were received from (B)(6), as well as those retained by quest. Results from testing were unable to replicate the complaint condition of weak weld/breakage. Quest will continue to investigate and monitor trends for this complaint condition.

Event description:
It was reported to quest medical by (B)(6) of an alleged issue with precision delivery sets. The report stated that the set bonding was allegedly not holding and that there was an instance of blood stream infection.